Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient was a new patient as of (B)(6) 2017 at which time to the hcps understanding was that it was elected not to continue therapy.

Manufacturer narrative:
Only first name of initial reporter was provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy via an implantable pump for intractable spasticity and multiple sclerosis. The drug, dose, and concentration were unknown. It was reported that the patient¿s device was no longer active and stopped working in (B)(6) 2016. The patient¿s mother did not want it removed or replaced at this time. There were no further complications reported or anticipated.